Manufacturer narrative:
A picture of the explanted devices was provided. The head was covered in blood. The articulation surface of the head was covered in scratches or transfer marks. No medical records or x-rays were made available for evaluation. Based on the photographic inspection it is possible the shell wore as a result of direct contact with the head. The metal wear from the shell would then have caused the observed metallosis. Not available.

Event description:
Patient stated that his hip did not feel right after his first revision and began experiencing pain. Patient had a second revision and during surgery, the surgeon found a lot of metallosis in the patients hip. The original cup and first revision head and liner were revised.